Manufacturer narrative:
It was reported that on several occasions, most recently (B)(6) 2025, bulb syringes are "breaking with usage." The customer stated that a "new syringe obtained, or suction catheter used" after the incidents occurred. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on several occasions, most recently (B)(6) 2025, bulb syringes are "breaking with usage."